Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that it was used the procedure of immediate load.

Event description:
The clinician reported that 7 months after the dental implant and abutment were placed in ada site 2, loss of osseointegration was verified. A bone graft was performed with allograft. Clinician noted fenestration and insufficient bone quality in type iii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 7 months after the dental implant and abutment were placed in ada site 2, loss of osseointegration was verified. A bone graft was performed with allograft. Clinician noted fenestration and insufficient bone quality in type iii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.